Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse was removing the tri-fuse extension set from the maxzero connector when it was noted a small piece of plastic broke and remained in the patient's central line. There was no patient harm.

Manufacturer narrative:
The customer¿s report of component breakage was confirmed. Visual inspection observed a separation between the tubing and distal luer components. Further analysis identified the issue to be due to insufficient solvent being applied at the tubing engagement. Dimensional analysis of the separated tubing end was found to be within specification. Functional testing was not performed due to the obvious separation. The root cause of component breakage was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.